Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, g4, g7, h10. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for these item numbers. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot numbers have been found. Result: issue evaluation request is not required. Review of event description: the patient (ID: 072) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, zimmer biomet products (revitan stem, cocr head, tm cup and trilogy screws) were implanted on (B)(6) 2010 and removed on (B)(6) 2010 due to infection. Review of received data: medical records were reviewed by a health care professional. Surgical report, (B)(6) 2010: diagnosis/treatment: re-implantation htep left, condition after girdlestone situation following periprosthetic infection. Findings: patient presented with pain and reduced ambulation due to girdlestone resection post periprosthetic infection clear fluid noted upon joint entry, unsuspecting of infection. Granulation tissue resected, irrigation of the joint performed. Implantation of components performed without complication. Patient placed on IV antibiotics until discharge and oral antibiotics for 4 weeks postop, continue pt. Procedure time 2hrs 17 minutes. Discharge summary, (B)(6) 2010: patient was stationary from (B)(6)2010 to (B)(6) 2010. Anamnesis: girdlestone resection post periprosthetic infection left hip, right tka 2003, h/o postoperative bleeding anemia, dyspnea on exertion due to arterial hypertension / heart failure, obesity, brain damage 2003, defibrillator/pacemaker, hypercholesterolemia, hearing loss, decubitus ulcer heel. Findings: transfusion of 8 units prbc (no complications were noted during placement of the implants. 8 units is approximately 4 times the typical amount of postoperative blood transfusions. With the patient¿s comorbidities and history of postop anemia after tka, it is likely this patient had underlying complications that would lead to this amount of blood required. Therefore, no complaint was generated for this event; however, blood loss category applied to revision complaint below to capture the excessive transfusion.) Decubitis 1st degree (mild) on the heel noted, but unknown if this was present prior to the procedure or occurred postop. The patient has significant circulation comorbidities that would increase the risk of any pressure spots. Patient ambulating with walker pod 1, patient experienced difficulty breathing due to underlying heart failure and hypertension per internal medicine consult. The patient¿s blood pressure medications were adjusted and diuretics provided for peripheral swelling, inhalers provided for bronchospasms (all due to comorbidities) postop x-rays normal, wound appropriate, no complications prior to discharge surgical report, (B)(6) 2010: diagnosis: septic revision tep, left. Treatment: removal of htep without replacement. Findings: patient returned due to significant increase in inflammatory labs and positive culture aspiration. Extensive subq and subfacial hematoma noted. All implants removed without complication, no defects noted. Patient placed on antibiotic course postop. Discharge summary, (B)(6) 2010: patient was stationary from (B)(6) 2010 to (B)(6) 2010. Anamnesis: the patient underwent a left total hip arthroplasty with zb product on (B)(6) 2010. Subsequently, the patient experienced fever, chills, redness around the incision, elevated inflammatory levels, and positive aspiration cultures indicating infection. On(B)(6) 2010, all implants were removed during revision with no additional product placed. An extensive hematoma was evacuated. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Sterilization certificates of all parts (revitan distal and proximal and cocr head) were reviewed and were found to be conforming. Conclusion summary patient (ID: 072) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, zimmer biomet products (revitan stem, cocr head, tm cup and trilogy screws) were implanted on (B)(6) 2010 and removed on (B)(6) 2010 due to infection. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a girdlestone was performed on an unknown date due to perioprosthetic hip infection from unknown products. The patient underwent a surgical procedure to implant the zimmer biomet products, placed on IV antibiotics until discharge and oral antibiotics for 4 weeks post-operation. The patient received 8 units prbc, which was most likely due to patient's comorbidities and history of post-operation anemia. Decubitis 1st degree was noted on the heel; however the patient has circulation comorbidities that increase risk of pressure spots. The patient had difficulty breathing from heart failure and hypertension that were treated by adjusted blood pressure medications, diretics, and inhalers. Post-operative x-rays were normal. The patient was then revised due to an increase in inflammatory labs and positive culture aspiration. Extensive subcutaneous and sub facial hematoma noted. The quality records of all three components (revitan proximal and distal and cocr head) show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Further, the sterilization specification of the revitan components and the cocr head certify the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for these product families. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Therefore, the document-based investigation did not identify a non-conformance or complaint out of box (coob). In conclusion, no product issues were identified, it is possible that patient and/or procedure related factors led or contributed to the reported events, however, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00741.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical products and therapy date . Detail of product: - revitan, proximal part, cylindrical, uncemented, 65, taper 12/14; item#0100402065; lot# 2542845 - cocr head, m¸ 36/0, taper 12/14; item#010102366; lot# 2547041; - liner standard 3.5 mm offset 36 mm i.d for use with 50/52/54 mm o.d shells; item#00630505036; lot# 61413057; - shell porous with cluster holes 54 mm; item#00620205422; lot# 61395221. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14; item#0100402065; lot#unknown, cocr head, m¸ 36/0, taper 12/14; item#0101012366; lot#unknown, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells liner standard 3.5 mm offset 36 mm i.d for use with 50/52/54 mm o.d shells; item#00630505036; lot#unknown, shell porous with cluster holes 54 mm; item#00620205422; lot#unknown. Therapy date: (B)(6) 2010. The manufacturer did not receive x-rays for review. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to infection.